Event description:
The manufacturer received information regarding a dreamstation auto CPAP with an allegation of a burning/electrical odor. The patient also alleges the device has burning smell and there is evidence of the power cord (power supply) appearing burnt/brown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.